Event description:
Healthcare professional reported right side rupture of a saline device. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture of a saline device (deflation).

Event description:
Healthcare professional reported right side rupture of a saline device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events rupture was received on mar 03, 2025 with lot number 264047. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flow opening. As per the investigation procedure non penetrating nick, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Correction to b5 - describe event or problem in supplemental medwatch #1: the previous emdr should have reported "right side rupture." The initial medwatch reported this complaint as "rupture of a saline device" due to the healthcare professional believing the patient's devices were saline. At the time supplemental medwatch #1 was submitted, it was confirmed that the explanted device was silicone. Clarification to d6a implant date: partial date provided as "2004". (B)(6) 2004 was previously submitted to represent the partial date; however, it was found that this date is before the manufacturing date of the device (12/jan/2004) and has been removed. Reason for reoperation: rupture. Additional, changed, and/or corrected data: b5, b6, d6a, g1, h6, h11.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.